Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that safety devices on 6 bd insyte" autoguard" IV catheters did not activate to retract their needles. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "product did not activate the safety device for disposal. Occurrence detected at the time of disposal, product was used for peripheral access and there were no consequences for the patient or needle stick injury."

Event description:
It was reported that safety devices on 6 bd insyte¿ autoguard¿ IV catheters did not activate to retract their needles. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese to english: "product did not activate the safety device for disposal. Occurrence detected at the time of disposal, product was used for peripheral access and there were no consequences for the patient or needle stick injury."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a video of the issue for evaluation. A review of the device history record was performed for the reported lot, 0065447, and no quality issues were found during production. Our quality engineer reviewed the provided video and observed that the technician attempted activate the safety device and it failed to properly work. Based off the provided photo the engineer was able to verify the reported defect. After reviewing the provided video and previous investigations it was determined that the root cause was incorrect placement of glue onto the device.